Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received: case upgraded to incident. Medical device removal event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two additional fragments of coiled wire/ retained segment of the right essure device in the interstitial portion of the fallopian tube was removed') and noninfectious peritonitis ('essure devices were causing extreme inflammation of the pelvic peritoneum') in an adult female patient who had essure (batch no. 623219) inserted for female sterilization. The patient's medical history included follicular cyst of ovary, pelvic pain, paratubal cyst and grand multiparity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and noninfectious peritonitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and laparoscopic removal of bilateral essure devices.). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and noninfectious peritonitis outcome was unknown. The reporter considered device breakage and noninfectious peritonitis to be related to essure. The reporter commented: date of procedure ¿ (B)(6) 2018 procedure performed: laparoscopy. 1. Laparoscopic bilateral salpingectomy and laparoscopic removal of bilateral essure devices. 2. Laparoscopic left ovarian cystectomy. 3. Diagnostic hysteroscopy and hysteroscopic removal of essure fragment. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage, non-infectious peritonitis. Lot number: 623219 manufacturing date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two additional fragments of coiled wire/ retained segment of the right essure device in the interstitial portion of the fallopian tube was removed') and noninfectious peritonitis ('essure devices were causing extreme inflammation of the pelvic peritoneum') in an adult female patient who had essure (batch no. 623219) inserted for female sterilization. The patient's medical history included follicular cyst of ovary, pelvic pain, paratubal cyst and grand multiparity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and noninfectious peritonitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and laparoscopic removal of bilateral essure devices.). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and noninfectious peritonitis outcome was unknown. The reporter considered device breakage and noninfectious peritonitis to be related to essure. The reporter commented: date of procedure ¿ (B)(6) 2018 procedure performed: laparoscopy. Laparoscopic bilateral salpingectomy and laparoscopic removal of bilateral essure devices. Laparoscopic left ovarian cystectomy. Diagnostic hysteroscopy and hysteroscopic removal of essure fragment. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage, non-infectious peritonitis. Most recent follow-up information incorporated above includes: on 4-jan-2021: medical record received. Event medical device removal was updated to device breakage. Event added: extreme inflammation of the pelvic peritoneum. Lot number, reporters information and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.